Manufacturer narrative:
The customer's report was duplicated and attributed to the electrode pads. The electrode pads were scrapped. The customer was sent replacement electrode pads. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.